Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle was unable to be inserted into the cartridge septum. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the issue resolved and the cartridge was successfully filled.